Event description:
Caller reported a tandem mobi cartridge alarm, which was confirmed by technical support. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller about the cause of the alarm and sent a replacement pump, advising the caller on necessary steps for receiving and returning the equipment. The customer will continue to use their current pump until the replacement arrives.